Manufacturer narrative:
The insulin pump was received motor error alarms during basic occlusion test and unable to prime during prime test due to faulty force sensor. The device passed displacement test and ten unit bolus delivery, no motor error alarms occurred during test. Motor tested ok. Scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was performed. The device was returned for analysis.